Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures alarms are confirmed in pump history file due to a broken trace at keypad assembly. The audio tone feature on the insulin pump functioned properly during testing. No audio anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump audio anomaly. Customer's blood glucose value was 12.2 mg/dl. The customer stated that insulin pump did not beep during tone test. The insulin pump will be returned for analysis.